Event description:
Due to chronic gastritis, the patient came to the hospital for gastroscope. During use, the screen flashed suddenly and no image appeared, so the examination could not be continued. The user communicated with the patient and told him to come for gastroscopy after the equipment was repaired. Lt was repaired by engineer. The patient continued after 3-hour delay. No harm was caused to the patient. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
The scope was repaired by the third party and returned to the hospital. Reminded the hospital that inspection was needed before use. If additional information becomes available, a supplemental report will be filed with the new information.